Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported damaged screen was confirmed, and the error code 133.6080 was identified during the investigation. External inspection was performed, device was received with the instrument seal damaged, no power cord been received with the device. The front case shows a crack and damage in the display and screen. All inspected parts were determined to be manufactured by bd. The internal pcu components and cable connections were observed in good condition. The event, error and battery logs were retrieved from the suspect pcu via alaris maintenance system (asm) to ascertain programming and event details associated with the alleged incident. A review of the suspect pcu error logs was performed, and 2 error codes 133.6080 (backup_speaker_failure.) Were noted 15may2025 and 20may2025 at the reported date. The suspect pcu was powered on in the "as received" condition, no issues or error codes were observed. Power cycle (on and off) the suspect pcu unit twenty (20) times in the "as received" condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning was performed on the suspect pcu per service bulletin 592a. The procedure confirmed proper functionality of the charging circuitry and showed that the battery capacity improved from 3400 mah to 3912 mah. This final capacity falls within the specified acceptable range (3700-3999 mah). Testing was completed successfully. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility's clinical engineering or biomed department. Bd alaris system user manual (v12.1), do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and retorque screws as required. Replace the front case / keypad assembly, the display and all the harnesses. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had a damaged screen and error code 133.6080. There was no patient involvement.